Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber insulator came off exposing metal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Acct manager reported that the device was shipped via (B)(6) on (B)(6) 2018, however a tracking # was not provided. Our laboratory records do not show that we have received the device. It would be impossible to trace shipping delivery without a tracking number. This will be considered as a non-return and will re-open the case for investigation when the device gets located and is received by the factory.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber insulator came off exposing metal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.